Event description:
It was reported that there was a volume discrepancy; the actual residual volume was greater than the expected residual volume. It was noted that the health care professional (hcp) got back 13 ml more than expected. The logs were checked and no alarms or issues were found. It was also noted that the hcp had been aware of the discrepancy ''for a while but the pump was nearing end of life so it was not addressed.'' The hcp was preparing to replace the pump and catheter. The hcp turned the pump down just in case the catheter was occluded. The patient was being managed with oral medications and was doing ''fine.'' It was estimated that the elective replacement indicator (eri) was 2 months. It was also reported the patient has had multiple unrelated surgeries recently and the hcp was having difficulty getting approval for another surgery but would complete the replacement once authorization was received. The device sys tem was used to deliver dilaudid. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8596, serial # (B)(4), implanted: (B)(6) 2005, product type catheter.

Manufacturer narrative:
(B)(4).